Event description:
A malfunction alarm was reported, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump. They were instructed to call back if the malfunction code reappears.